Event description:
A customer reported a malfunction on their pump, which displayed a malfunction code and fault ID, and had experienced multiple similar malfunctions. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to send a replacement pump. The customer was advised on using a backup insulin therapy method, instructed on handling the pump before its return, and acknowledged the instructions for receiving and setting up the replacement pump.